Event description:
It was reported, "leakage on the patient during infusion. Unfortunately, at the weekend we had a leak in the safetystep pac needle 13 mm while a platelet transfusion was ongoing (child was hospitalized). The leak is above the needle, probably in the small box." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion set is inconclusive due to the state of the returned sample. Two photographs of a 22 g safestep infusion set were returned for evaluation. An initial visual observation of the photographs showed a 22g safestep infusion set. The safety mechanism and the pinch clamp were observed to be activated. Use residue was observed on the infusion set tubing and needle. No damage could be observed on the sample in the returned photographs. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, "leakage on the patient during infusion. Unfortunately, at the weekend we had a leak in the safetystep pac needle 13 mm while a platelet transfusion was ongoing (child was hospitalized). The leak is above the needle, probably in the small box." No other information was provided.

Event description:
It was reported, "leakage on the patient during infusion. Unfortunately, at the weekend we had a leak in the safety step pac needle 13 mm while a platelet transfusion was ongoing (child was hospitalized). The leak is above the needle, probably in the small box.". No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set is confirmed and was determined to be supplier related. The product returned for evaluation was one 22g safestep infusion set. The unit was functionally tested by flushing the infusion set with water using a 12 ml luer lok syringe. During testing, a leak was observed originating from the needle housing near the base of the needle. The needle housing was microscopically inspected for adhesive voids with and without a uv light. No obvious voids were identified. However, based on the observed leaking location it is likely that a void in the adhesive is present inside the needle housing. The device is a supplied component and the supplier was notified of the event. H3 other text: evaluation findings are in section h11.